Event description:
Health care professional reported that pt was experiencing increased spasticity. Fluoroscopy - dye tests on catheter indicated that catheter was functioning properly. Health care professional determined that device was "malfunctioning" pump replace 10/14/1998 and pt therapy has been successfully continued.